Manufacturer narrative:
H2: additional information ¿b5".

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix could not be deployed. T1 was removed from the patient by tweezers. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the suture was returned. The anchors were not returned. The depth limiter button was not in the default position. The needle overmold assembly was severely bent. The actuator tip was at the top of the deployment channel. A functional evaluation was performed on the returned device and found the actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix could not be deployed. T1 was removed from the patient by tweezers. The procedure was successfully completed using a back-up device. It is unknown if there was a delay. No other complications were reported.